Manufacturer narrative:
Insulin pump passed the displacement test. Insulin pump received with reservoir tube lip and missing reservoir tube o-ring. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o-ring gasket at reservoir port came out. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had scratches on screen. The insulin pump will not be returned for analysis.